Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as a part of preventative maintenance. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-94 alarm. Review of the alarm log verified the reported alarm. The cause of the reported condition was determined to be that the device was the configuration needed to be reset. To correct this condition, the device¿s configuration was reset. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 alarm. No additional information is available.